Manufacturer narrative:
Additional information received: postoperative angio CT showed that the dissection and type ib endoleak have resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two endurant ii iliac extension stent grafts were implanted in a patient for the endovascular treatment of an 45mm abdominal aortic aneurysm. It was reported that during the index procedure when the sheath and catheter were inserted via the left femoral artery, dissection occurred in the left external iliac artery. As the catheter was advanced with no action taken, the dissection lumen also extended to the proximal edge of the aneurysm. It was decided to implant the stent grafts as planned with etew2020c82ej implanted proximally right below the renal artery and etew2424c82ej then implanted distally. Final angio was then performed after touch-up, and a type ib endoleak through the dissection lumen was confirmed. It was reported that as there was thrombus noted to be forming in the dissection lumen it was judged that the leak should disappear. No further action was taken the procedure was completed. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.